Event description:
It was reported that during use on a patient, the cs300 intra aortic balloon pump (iabp) unit alarmed "leak in iabp circuit" and that the balloon would not inflate or deflate. The customer changed the unit and the balloon was able to inflate and deflate. Notably, it was further reported that the balloon and iabp unit was connected to the patient for approximately 47 days before any alarms. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the cardiosave intra-aortic balloon pump (iabp), but was unable to reproduce the reported issue. However, the fse was able to run the unit for 2.5 hours with no issue. The fse performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.